Event description:
It was reported that the device was used during a hand assisted colon procedure, the lap disc burst during use. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.